Manufacturer narrative:
It is unknown if sample is available. The lot# is unknown. Evaluation: probably no sample and no lot # available to do investigation on. Conclusions: other - if sample or lot # become available, a follow-up report will be sent and the complaint will be reopened.

Event description:
The event is reported as: a clip fell in the patient. It was found on x-ray 2 months after a radical prostatectomy when the patient complained of having difficulty urinating. Clip was removed via a laparoscope. No further information on patient's condition available.